Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was over 600mg/dl. Customer was treated with IV drip. Customer also mentioned a no delivery alarm and low reservoir. The customer was advised to call back when tubing clamps are received so we can troubleshoot.